Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose, passed out and emergency medical service was dispatched on (B)(6) 2021. Blood glucose reading was 46 mg/dl. The customer was treated with food and glucagon for low blood glucose. The insulin pump will not be returned for analysis.